Manufacturer narrative:
A specific cause of the reported driveline infection could not be conclusively determined. Log files from the time of the reported event were submitted which captured the pump operating as expected. No unusual events were captured in the log file. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline infection in (B)(6) 2017 referenced in this section was reported under medwatch MFR. Report # 2916596-2017-02878. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device ¿ 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented to the emergency room with complaints of redness, pain and drainage around the percutaneous lead (driveline) insertion site which started on (B)(6) 2017, and was admitted into the hospital for a chronic driveline infection. The patient was given IV cefepime. The patient was discharged on (B)(6) 2017 with oral antibiotics (cephalexin 500 mg every 8 hours). The patient is scheduled for a follow-up visit on (B)(6) 2017.